Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe plunger handle broke when drawing it back. The following information was provided by the initial reporter: "the syringe¿s handle cracked when being pulled back."

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe plunger handle broke when drawing it back. The following information was provided by the initial reporter: "the syringe¿s handle cracked when being pulled back."

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for syringe 3ml ll 200 s/c item #(B)(4). With lot #1257939 for the reported issue of ¿plunger rod broken/damaged¿, the complaint could not be confirmed, and the root cause is undetermined. A review of the device history record was completed for batch# 1257939. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that does not pertain to the complaint. Bd was not able to duplicate or confirm the indicated failure as no samples or photos were returned.